Manufacturer narrative:
The device has been returned for evaluation, additional reporting on this event will be provided as a follow up report once the evaluation is complete. Related reports, including this one: 3025141-2026-00219.

Event description:
It was reported that the surgeon inserted 2, 3.0mm screws into the 8 hole volar radius plate. The surgeon went to loosen 1 screw and the screw broke a few threads down from the head. The surgeon went to remove the other 3.0mm screw to access the broken one and the second 3.0mm screw broke a few threads down from the head. Both screws had been inserted in slots (not locking holes). Both screws were reported to be retained in the patient. There was a 10 minute delay and the patient was reported stable during this delay.

Manufacturer narrative:
Both returned parts were returned broken; only the head portions of the parts were returned (threaded shaft missing, not returned and cannot be examined). Returned portions were examined under magnification. Both screws appear to have broken within the region of the second or third closest turns of thread to the head. The fracture surfaces are similar in both cases. Surfaces are slightly oblique to the device axis as the fracture surfaces spiral upwards with a turn of thread. Measurement of overall returned portion length was taken via caliper. No definitive conclusions can be made. Related reports, including this one: 3025141-2026-00219, 3025141-2026-00220.